Manufacturer narrative:
No patient information provided as no patient was involved when the reported issue occurred. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. It was reported that the motor plate was realigned to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure during a training. It was reported that the imaging system displayed a collimator error message when booting up. There was no patient present when this issue was identified.